Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The reported condition of ''the clearlink buretrol solution set in which the tubing underneath the drip chamber was observed to be kinked and restricted flow of the set during priming'' could not be confirmed during sample evaluation. Visual test and functional tests were performed on the reported set. During the visual inspection, the tubing below the sears tower assembly was found with a kink wall to wall. As the sample was not received in a sealed blister it is not possible to confirm that the kink wall to wall found during the visual inspection was due to manufacturing process. The root cause of the reported condition is not identified because the defective set was working within specification. If additional information becomes available, a follow-up report will be submitted.

Event description:
The customer reported to baxter healthcare regarding the clearlink buretrol solution set in which the tubing underneath the drip chamber was observed to be kinked and restricted flow of the set during priming on an unknown date. There was no patient involvement, patient injury or medical intervention necessary. No additional information is available.